Event description:
Customer reported that system did not display an error when barometric pressure sensor not working. Customer also reported falsely low po2 and pco2 on the instrument. Customer indicated that incorrect data were reported with 7 patients. There was no harm to the patient or operator due to this event.

Manufacturer narrative:
Customer indicated that no medical procedure or treatment got delayed due to this event. Customer also indicated that they did not measure quality control (qc) as a daily routine. Customer should not have run patient samples without running quality control. Customer indicated that issue has been resolved with the replacement of the barometric pressure sensor.